Manufacturer narrative:
(B)(4). Report source: foreign, (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an ac joint repair procedure, this products suture became stuck and did not move/tighten as intended. Therefore, surgeon was unable to complete the procedure using this device. The surgery was completed using a different device. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned and reviewed. The white and blue/white sutures exhibit biological staining and have been cut. The blue/white suture is still assembled to the toggleloc button. The blue sutures are still intact and assembled to the top hat button. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.